Event description:
Surgery date. In 2004. Pt was burned by the metal connector between the radiance illuminator and light source cable. Pt is doing fine. Please reference voluntary medwatch which states: "per md, pt admitted for minimally invasive laminectomy. Md used the luxtech light source and the medtronic metrx illumination system. Laparoscopic procedure was aborted to perform open procedure. When disconnecting lightsource, the connector was noted to be very hot. Upon examing skin, there was noted erythema and a 1 to 2 cm blanched area. Area was excised and sutured."